Event description:
Procedure type: nephrectomy. According to the reporter: the surgeon tried to straighten the fan retractor by turning the back knob, and it angled instead of straightening. This happened more than twice, and whilst trying to straighten a third time a small part chipped/fell off the instrument into the patient. The part was left in the patient to start whilst and tried to remove the fan retractor. The fans were eventually closed but the instrument remained angled and was removed. A second endoretract ii was opened, and this one was ok. (The initial part that fell off the first endo retract couldn't be found laparoscopically, but at end of the case when removing the kidney, the assistant saw the part and it was removed). The piece is not included as it was thrown away. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).